Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - cutting instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent for a procedure. During the procedure, the surgeon was using the bone harvesting instrument set to collect iliac bone graft. He used a mallet to hit the end of the handle in order to get the trephine to sink into the bone. When surgeon tried to pull the handle, the trephine stayed in the bone and the distal end of the shaft for the trephines broke off. The pin on the quick connect release portion of the handle broke off as well. The distal end of the shaft for the trephines broke off. There was no surgical delay noted. Fragments generated was removed successfully. The procedure was successfully completed. Patient status is unknown. Concomitant device reported: unk - mallet (part#: unknown, lot#: unknown, quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - cutting instruments: trauma. This report is 2 of 3 for (B)(4).